Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age or date of birth: requested, not provided . A3a: sex: requested, not provided . A4: weight: requested, not provided . A5: ethnicity: requested, not provided . A6: race: requested, not provided . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E1: phone number: requested, not provided. E3: occupation: requested, not provided.. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal product could not be triggered or placed despite proper preparation by an experienced user with many years of experience. The anchor appeared to be broken. There were no patient injuries.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed for sheath separation. The exact root cause cannot be determined. Device history record (DHR) review cannot be performed due to the lot number being unknown. Currently, no action is recommended since the risk evaluation is within the predetermined limits in hazard based risk table (hbrt).